Event description:
It was reported that post implanted procedure approximately, the device allegedly broken. It was further reported that device was removed from the patient. There was no reported on patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one dual port feeding adapter was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported feeding adapter damage, as the feeding port cap was returned fractured and the feeding port cap fracture appeared jagged. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) found that the product labeling was inadequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that post implant, the device allegedly broken. It was further reported that device was removed from the patient. There was no reported on patient injury.